Manufacturer narrative:
Empi was not aware of this complaint until the medwatch from FDA was received at empi's facility on (B)(4) 2009. The user facility was then contacted for further info, and asked to send empi the suspect product. User/facility report number: (B)(4). Suspect product was received by empi on (B)(4) 2009. Empi's quality assurance group checked the general condition of electrodes, which were slightly dirty from use, and checked impedance of electrodes against the specification; the electrodes meet physical and electrical specifications. A follow up report will be submitted if more info becomes available.

Event description:
Description of event as copied verbatim from user facility medwatch: it was reported to empi: electrical stimulation was used to address pt chronic cervical pain. Electrode placement was on cervical soft tissue. During course of treatment, pt complained of excessive heat. Upon removal of electrodes a 2-3 cm second degree burn was noticed where an electrode had been placed. The multi-use electrodes were inspected and no obvious defects were noted. Manufacture contacted regarding this product related injury.